Manufacturer narrative:
Please void this report due to it was submitted per human error.

Event description:
Allegedly, patient was revised due to malalignment ? Stem srnjr number: (B)(6). Side: r. Gender: f.